Event description:
Hill-rom received a report from the account stating the head brakes would not hold. The bed was located at the account ICU 4. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found two brake casters bad, four caster supports cracked, and head cover cracked in half. A search of the hill-rom maintenance records showed hill-rom preformed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters, head cover and the caster supports to resolve the issue. Based on this information, no further action is required.